Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). - the dentist reported that 3 months after the dental implant was installed in intraoral region #30, it was verified its non- osseointegration. Thirtytwo ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.